Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter would not power on. The patient's testing technique was correct and the test strips were correct and the battery did not need to be replaced. The issue was not resolved. The patient suffered no injury due to this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k093745.